Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. Technical support provided complete pump reset information. Caller will call back when they are ready to reset pump and continue troubleshooting.